Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not reading the flow. Per follow up information received via email on (B)(6) 2022, there was no patient involvement reported. Biomed would replace flowmeter onsite.

Event description:
It was reported that the arctic sun device was not reading the flow. Per follow up information received via email on 16sep2022, there was no patient involvement reported. Biomed would replace flowmeter onsite.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.